Manufacturer narrative:
The impella cp and the impella data logs were returned for evaluation. A review of the data logs from the controller revealed that the impella cp pump was in the patient 1 hour, and was run at performance level p8 for 35 minutes prior to being removed from the patient. The returned pump plug, catheter, pump motor, pump, cannula, pump housing, and inflow cage were examined. The inflow cage and pump housing appeared undamaged. No defects were found on the catheter. The repositioning unit was examined and several small stress cracks were found on the tip of the wound closure along with significant tears. No severe cracks were noted on the proximal end (near the hub). Visual inspection of the repositioning unit revealed fractures and tears on the tip of wound closure and a small slit on the tip of the repositioning sheath lifting the edge off the catheter. The catheter was cut post electrical inspection and pump run tests. The repositioning unit was removed and the wound closure and repositioning sheath were separated. An examination of the returned repositioning unit demonstrated several longitudinal tears and cracks along the wound closure sheath and a small slit and circumferential deformations in the repositioning sheath. It was noted that the most significant tears on the wound closure aligned with the current mold flash removal. Normal processing of this component includes mold flash removal left behind from the injection molding process by using a scalpel to carefully scrape off the flash. This potentially leaves behind visible marks and small skives. The component is molded from a low-density (B)(4). The imperfections generated by the flash removal process, as seen on the wound closure device returned, was able to be simulated in our lab. The appearance of the test part from the stimulation was consistent with the stress cracks and tears noted in this event. The probable root cause of the stress cracks and tears to the repositioning unit was most likely a combination of material brittleness and the flash removal process-induced defects which made the wound closure more susceptible to stress cracks and tears by insertion forces. A correction action has been initiated to address this issue under document number (B)(4).

Event description:
The complainant reported that the physician was treating a (B)(6) year old male patient in cardiogenic shock, with a previously stent to the left anterior descending artery. The patient presented in the catheter lab with a ventricular tachycardia heart rhythm, and then arrested and decompensated. A temporary pacer was inserted in the patient, and it was decided to place an impella cp. The impella was placed using the 14fr oscor sheath. The sheath placement was reported to have been accomplished without issue, and the impella was placed with ease. The physician indicated that the patient had calmed considerably, and after about 20 minutes, the physician proceeded with the removal of the peel-away sheath. The peel-way sheath was removed without incident and the repositioning sheath was flushed and advanced toward femoral artery. The physician then felt a slight resistance, and in response he pulled the repositioning sheath back and then noticed that the sheath had an accordion like appearance from buckling. The doctor then attempted to smooth out the tip, but it then separated and split at the tip. The impella cp was then removed from the patient. The patient was receiving blood thinners during this time; consequently, the bleeding was unable to be controlled, so the impella was then removed from the patient. The vascular surgeon then successfully repaired the femoral site, and the patient was administered 4 units of blood because of low hemoglobin due to bleeding at the insertion site. The patient was then treated with inotropic drugs, and is reported to be doing well and in stable condition.